Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited bending section cover glue had a chip/missing on one side. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the a rubber adhesive portion possibly being damaged and chipped due to irregular stress applied to the a rubber adhesive portion during handling by the user. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: -operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. Olympus will continue to monitor field performance for this device.